Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the implantable pulse generator (ipg). The patient's family member was dissatisfied as the device was not functioning until the end of the warranty period and would require replacement. The patient's condition was reportedly worsening. The device remains in use. No further patient complications have been reported as a result of this event.